Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient gets ¿kinda sick¿ when approaching the alarm date. The reporter initially stated ¿they pull out a cc or less,¿ but later in the call stated that there was usually ¿5-ish cc or less¿ that was aspirated from the pump at refills, and that the drug aspirated from the reservoir was ¿cloudy and a different color.¿ the reporter also stated that the health care provider (hcp) thought that the drug was picking up tint from the bottle. The change in the drug appearance was noted to have occurred in the last 3 refills, the last of which was on (B)(6) 2014; the patient got refilled every 90 days.¿ it was also reported that, after a meningitis outbreak in the region, the hcp switched from clear containers to brown bottles, but the clinic did not have affected patients from the outbreak, and had switched as a precaution; it was confirmed by the reporter that it was not related to the ¿necc incident.¿ the reporter stated that the hcp at the clinic had no concerns about the therapy, and further stated that their pumps are ¿perfect.¿ it was unknown to the reporter where the hcp got the drug, or if was compounded. The pump was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.